Manufacturer narrative:
Investigation: the transducer was returned, and an investigation was performed. Engineers were able to reproduce an acquisition 31 error. The cause of the issue was determined to be a gastro flex thermistor trace fault due to gastro flex reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced at the site by service. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was put under anesthesia, the patient underwent a transesophageal echocardiography (tee) procedure. After the procedure was completed, the transducer generated a usacquisitionhw_31 error. There was no loss of data and there was no patient adverse event reported. No additional information was provided.